Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with tandem clinical support, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. Customer's blood glucose was 310 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.